Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735991, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The drive was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. When connected to a known good computer, the returned drive was found to be fully functional. No problem was found. The software investigation determined that the behavior described is the intended behavior of the software. The software is functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the manufacturer representative (rep) was trying to download a computed tomography (CT) image to the navigation system and it stated no media detected. The rep tried a different cd with the navigation system and the message no media detected occurred again. Technical services requested that the rep log into stealth admin and see if the images could be seen. They could not. The system stated please insert cd. The rep called back after replacing the disk drive. They were still unable to load the disk. The disk type was cd-r. When going into nautilus while in the software, the cdrom showed up under devices, but when it was clicked to open, they received a mounting error. The cd was being burned from a navigation planning station from the spine software. Then they tried using a dvd and stated that it worked. Per navigation software notes it stated that "if you need to use exams that had been in software, import the original digital intercommunication of medicine (dicom) exams from a electronic picture archiving and communication systems (pacs), disc, or universal serial bus (usb) drive as a new exam". No patient was present at the time of the event.